Manufacturer narrative:
A steris service technician arrived onsite to inspect the system 1e processor and identified that the ck1 valve required adjustment. As the ck1 valve was not operating properly, the s40 cup did not completely emptied allowing sterilant to remain in the s40 cup. Following completion of the processing cycle, the user facility identified the ci did not evidence passing results. The scope present during the time of the event was reprocessed prior to use. In discussion with the facility, we understand the user facility personnel did not inspect the s40 cup upon removal from the unit as instructed in the operator manual. The system 1e processor operator manual states (pg. 7-13), "warning: always verify that the sterilant container is empty at the completion of the cycle. If the sterilant container is not empty, then the load cannot be considered liquid chemically sterilized." In addition, should sterilant remain in the s40 cup following a cycle, the operator manual provides detailed instructions on proper disposal procedures. The system 1e processor operator manual states (pg. 1-2) "when disposing of s40 sterilant concentrate, thoroughly rinse the carton and container before attempting to manually open the sterilant container." The user facility did not follow the proper disposal procedures and disposed of the s40 cup in an open trash bin causing the reported event. The technician adjusted the ck1 valve, tested the system 1e processor, and found the unit to be operating according to specifications. A steris account manager performed in-service training on the proper use and handling of s40 sterilant concentrate. No additional issues have been noted.

Event description:
The user facility reported that the system 1e processor did not fully dispense the s40 sterilant cup during a processing cycle. User facility personnel did not properly inspect and dispose of the s40 sterilant cup which resulted in four employees experiencing throat irritation. The employees sought medical treatment for throat irritation. The employees have since resumed normal work duties with no lasting adverse effects.